Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the customer biomed reporting the touch was not targeting accurately on a v60 ventilator touchscreen. The system was not in clinical use; there was no reported harm to patient or user. A touch screen calibration was performed, yet the issue persisted. The touchscreen still would not track correctly per the touchscreen diagnostics page. The customer requested and received parts ID for a replacement touchscreen. Investigation is ongoing

Manufacturer narrative:
A touchscreen replacement was supplied to the customer and is presumed to have been installed for correction. The final disposition of the device could not be confirmed because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.